Manufacturer narrative:
A shocking sensation in the pocket/ uncomfortable stimulation was reported to abbott. Based on information¿s received, the patient reported that they have been experiencing shocking down their arms and legs, as well as burning at the pg site. The patient has not had any falls or trauma and has not adjusted therapy recently. Therapy was on strength 8. Therapy has been off for 15 minutes, and the shocking has stopped. The patient stated that they are still experiencing pain at the ipg site. Ipg was swapped and no products will return as hospital policy. The results of the investigation are inconclusive as the product was not returned for analysis.

Event description:
It was reported that the patient was experiencing a shocking sensation down their arms and legs while using therapy. In turn, the patient underwent surgical intervention wherein the scs ipg was explanted and replaced to address the issue. Effective therapy was established post-operatively.